Manufacturer narrative:
A field service engineer (fse) was dispatched: the fse inspected the instrument and discovered that the fluid leak originated at the waste transfer pump. Upon investigation, the fse found a hole in the pump tubing. The fse replaced the tubing, primed the system and initialized the instrument; no issues or leaks were noted. Hardware is the root cause for this event.

Event description:
A customer contacted beckman coulter inc., (bci) and reported that they discovered a leak from under the unicel dxl 600 access immunoassay system. No report of injury to the user was reported.